Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches to the display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed multiple times while trying to deliver a bolus. The blood glucose reading was 199 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.